Event description:
Patient called to report infusion tubing that has detached from tubing connector. He did not report hyperglycemia and was checking his bg. He noticed the detached tubing when he woke up in the morning. Infusion tubing did not get caught and was not pulled on anything.

Manufacturer narrative:
Unomedical (B)(4) received the complaint through (B)(4), the distributor of the infusion set. The internal reference number for this complaint (B)(4). This MDR report has been made since this event has led to a recall. This incident has already been reported to the FDA in the asr report for (B)(4). In november 2013 a voluntary product recall for the device was initiated and reported to the FDA under report no (B)(4). Evaluation summary: used device: a visual inspection and a test for flow were performed on the returned used device. In the visual inspection, the tubing was detached from the tubing-asante connector. The flow test was in accordance with specifications. The leak and static pull of the tubing-asante connector cannot be performed due to the condition of the sample. Unused devices: no unused devices were returned for investigation. Reference samples: the reference samples were visually inspected and tested for flow, leak and static pull (tubing-asante connector). All test results were within specifications. (B)(4).